Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Per the instructions for use: "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer's complaint of distal end damage. A visual inspection on the received condition and found the probe tip for the balloon groove at the distal end side broken off; missing portion not returned for evaluation. The bending section is also loose at the distal end side. Additionally, the distal end body has a bluish stain at the biopsy channel opening, as well as, deep scrape marks. The bending section cover, bending section cover glue and insertion tube are found to be non-olympus parts. The device passed the leak test. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that the distal end button fell off from the device and the distal tip is missing. The channel is stained black at the tip. It was also reported that the event occurred during reprocessing of the device. No additional information was provided.